Event description:
The patient had a hip replacement for a fracture that failed several years ago. At some point she had this converted to a total hip replacement, which took about 6 hours. She has had pain ever since and the cup was a recalled depuy prosthesis. The physician thought she may have metallosis or failure as the cup was put in somewhat vertical and she was brought for surgery to explore the hip. The patient was admitted and had surgery for placement of the hip device.